Event description:
Several cardio-reports of vf episodes occurred in (B)(6). Review of past history for patient shows the patient experienced a fall in (B)(6) 2016 and the episodes are post fall. Pocket manipulation at the time of the follow-up was negative for noise or extra stimulation. Iegms reveal artifacts on the a and v and occasionally the farfield. Currently this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.